Event description:
It was reported that the patient had a lead replacement in 2009. The patient was unable to recall why he had the replacement. Additional information had been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the need for the revision ((B)(6) 2012) was due to incomplete coverage for their pain. It was also noted that the lead was dislodged. At the revision procedure a new lead, extension, and anchor were placed. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3888-33, lot# v095381, implanted: 2009 (B)(6), explanted: unk, lead: model 3888-33, lot# v162256, implanted: 2009 (B)(6), explanted: unk, lead: model 3777-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk, lead: model 3777-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk, recharger: model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4), extension: model 3708220, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: na, accessory model 3550-39, lot# n179717, implanted: 2009 (B)(6), explanted: na (B)(4).

Manufacturer narrative:
Based on follow up information received and further evaluation of the event, it was determined that the following concomitant products that were previously reported were those implanted at the revision surgery and not present in the patient prior to the (B)(6) 2009 surgery: lead: model 3888-33, lot# v095381, implanted: 2009 (B)(6), explanted: na. Lead: model 3888-33, lot# v162256, implanted: 2009 (B)(6), explanted: na. Accessory: model 3550-39, lot# n179717, implanted: 2009 (B)(6), explanted: na. Extension: model 3708220, lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: na .(B)(4).